Manufacturer narrative:
Retraction of the catheter assembly with resultant perforation indicates the catheter assembly was under tension during pull through. Factors contributing to catheter tension may include obstruction on the esophageal tract, as related to the patient's underlying condition which was reported to be laryngeal neoplasia with a laryngeal fistula. An undersized trocar incision may also impede the catheter pull through. Information provided in the instructions for use includes: esophageal obstructions will require a medical evaluation to determine if endoscopy and the passage of a peg are advisable. If excessive resistance is met as the peg dilating tip is exiting the abdominal wall, the incision and subcutaneous tissue may require expansion or enlargement. The product was not returned for examination. A review of complaint history for the lot (00710805 lot 1415731) finds no other reports of any type. A 2 years review of the product complaint history (B)(4) finds no other reports of loop separation during placement. This report will be updated if further information becomes available.

Event description:
The 24 fr pef kit (00710805 lot 1415731) is an initial placement percutaneous endoscopic gastrostomy kit designed for enteral feeding. The kit includes an initial placement catheter assembly with a dilating tip and pull loop. An international distributor reported separation of the catheter assembly during placement, resulting in a perforation of the gastric wall which required surgical intervention. The report indicates the pull loop separated from the dilating tip as the catheter assembly was pulled through the trocar incision. The catheter assembly then retracted into the gastric tract, resulting in a perforation. No further information has been provided concerning the patient condition.